Event description:
The device was used during a pelvic lymph node dissect procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.